Event description:
It was reported that prior to the patient receiving an MRI the device declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. The lead was evaluated, and the impedances remained oor in the bipolar configuration and were within normal limits in the unipolar configuration. A fracture was suspected. It was noted the physician would consider continuing with the MRI. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received, which indicated that the device declared another lss due to high oor pacing impedances on the ra lead. After the lss, noise was oversensed due to the unipolar programming. Boston scientific technical services (ts) discussed that this could be due to a spring contact issue in the device header, and recommended troubleshooting/reprogramming options. This ra lead remains in service. No adverse patient effects were reported.